Event description:
It was reported that this lead was explanted due to an unknown product performance issue. Another lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture and intermittent bradycardia. There was no asystole noted. A new rv lead was successfully placed. No additional adverse patient effects were reported.